Event description:
The nurse reported that the patient responded well to trial, but has been experiencing weakness in her legs since implant.the patient has been taken off oral antispasmodics since implant and intrathecal bacolfen therapy. She started off at 45 mcgs/day and has been titrated down to 3 mcg/day up until june for weakness in her legs. Even at 3 mcg/day she continues to have weakness. Patient has also been experiencing headaches. They filled the pump with saline in june; the pump has been at minimum rate for 44 days. They are troubleshooting catheter through catheter access port today. They will be aspirating catheter. Patient also reports she has swelling over catheter entry site that they have not seen yet. She stated she will consult with md and they will also be sampling swelling to see if it is positive for cerebrospinal fluid.